Event description:
The following information was provided: as per pss implant request: failed r total elbow arthroplasty from 1991. Patient has an implanted total elbow prosthesis, thought to be the old osteonics implant. The humeral and ulnar components appear well-fixed. However, the link between the two is broken. Plan is to maintain the humeral and ulnar components and to revise the poly bushings as well as the linkage pin. Since the implants are no longer manufactured, please help with custom build of these parts of the prosthetic. Would like to retain the well-fixed implants and only replace the worn out / broken parts. If we can't use the custom device, then we would have to remove the ulnar and humeral stems, which could be quite destructive for the bone around the implants and may make reimplantation of another prosthetic difficult.